Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may contribute. The complaint regarding a broken cable was confirmed by failure analysis. Common causes of a broken grip cable, whether partial or full, are commonly attributed to damage to the cable through external collisions, during transport and/or storage, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega needle driver instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the mega needle driver instrument had a broken cable. There was no report of patient involvement. On 11/13/2024, intuitive surgical, inc. (Isi) received (B)(4) stating: cable broke on da vinci xi mega needle driver.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the broken cable was identified during procedure and it was while they were suturing. They experienced issues with the opening/closing, the left/right (yaw), and up/down (pitch) motions of the instrument. There were no cables protruding from the distal end, no fragments fell into the patient, and no patient injury. The procedure was completed by using a back up instrument of the same kind. Patient demographics were provided.